Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating that the fractured lead was completely replaced on (B)(6) 2017. Analysis is unable to be performed as the hospital discarded the device.

Event description:
Information was received from a consumer through a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type I. It was reported that the patient suddenly woke up in pain. The rep checked impedances and found that all contacts had high impedance values. Rep was unable to restore therapy through reprogramming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2017-05-12. The rep reported that the impedances were above 10 took an x-ray and the leads appeared ok. The rep reported that the cause of the high impedances was due to a fracture in the lead. The rep reported that the lead was replaced. No further complications were reported.